Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device. A functional assessment revealed that the device made an unusual noise and vibrated. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper handling during use. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that "there is loud noises" from the hand piece device. It was unknown if the event was discovered during pre-surgery or surgery. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. There were no injuries or medical intervention reported. The date of the event was unknown to the reporter. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.